Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely due to a drop in estimated longevity of three years over the course of one year. A request was made to have data from this device analyzed. No data analysis has been completed at this time. This device remains in service. No adverse patient effects were reported.